Manufacturer narrative:
H3: ge healthcare has completed its investigation. The investigation included inspection of the battery by an external third-party expert. The root cause was identified as a single cell failure within a 6.5-year-old lithium-ion battery, triggering an internal short circuit and resulting in thermal runaway. No systemic issues were found with the battery design; however, it was identified that the user guide and service manual do not adequately state the required battery replacement intervals, end-of-life handling procedures, or general battery safety precautions. A CAPA has been initiated, which includes a field safety corrective action (res# 97830). D2 common device name: system, imaging, pulsed doppler, ultrasonic. Medical device problem code: a1009 - temperature problem - smoking. Corrected data: d3 name.

Event description:
It was reported that during a medical procedure, smoke and flames were emitted from the battery pack area of the system. The procedure was stopped, and the operating room was evacuated while the fire was extinguished. No injuries to users or patients were reported.

Manufacturer narrative:
Legal manufacturer: hcs copenhagen - mileparken 34 dk 2730 denmark herlev. D2 common device name: system, imaging, pulsed doppler, ultrasonic. D4 primary UDI number: UDI not required. H3, h6: ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed.

Manufacturer narrative:
B4; g1, 3, 6; h2 d2 common device name: system, imaging, pulsed doppler, ultrasonic. Corrected data d3 name.